Manufacturer narrative:
One device was received for analysis of complaint that device was under delivering. Review of event log found no errors/faults pertaining to complaint. Device was last serviced on 1 april 2025. Visual and functional testing was performed. Complaint was not confirmed through accuracy test and device passed testing during all tests. Upon further investigation, found air detector seated too high. Replaced air detector. Device passed post repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that device under delivering and failed 3 times at their testing. There were no reported patient involvement and no harm.